Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis and fever coincident with dianeal (unknown). On (B)(6) 2010, the patient began treatment with dianeal (unknown) (lot number, dosage and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). From (B)(6) 2011 to (B)(6) 2011, the patient was admitted to the hospital for an unreported indication. On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent, abdomen pain and fever. Treatment included unspecified antibiotics. The cause of the peritonitis and fever were unknown. On an unreported date, the patient recovered from the events. Dianeal therapy continued. The nurse considered the event of bacterial peritonitis and fever to be unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.